Event description:
An endeavor sprint drug eluting stent was implanted in the lad. Approximately 15 months post the index procedure the patient expired. Death reported as cardiac (cause unknown). The investigator has indicated the event was not related to the study device

Manufacturer narrative:
Evaluation, results and conclusions: inherent risk of procedure - (death).